Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged and had pulled back into the patient's atrium. Loss of capture was noted; however, the patient was not pacemaker dependent. No adverse patient effects were reported. The lead was subsequently repositioned, noting good lead measurements and no further issues. All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.